Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that while attempting to be resheathed in the introducer sheath, the subject stent appeared to get stuck when sheath was removed and prematurely deployed in the microcatheter hub. Procedure was completed successfully with another of the same device. No consequences to the patient was reported.

Manufacturer narrative:
Device is not available

Event description:
It was reported that while attempting to be resheathed in the introducer sheath, the subject stent appeared to get stuck when sheath was removed and prematurely deployed in the microcatheter hub. Procedure was completed successfully with another of the same device. No consequences to the patient was reported.